Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hypotension. After a pfa energization the patient's blood pressure "dropped significantly". The physician checked for an effusion, but none was found. Medication was administered to increase the blood pressure, and the procedure was then successfully completed using the original catheter. While the patient was in the recovery room their blood pressure dropped again so epinephrine was administered. This stabilized the patient and they are expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.